Event description:
The event is reported as: clips were not closing when implemented on the pt. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A f/u investigation report will be sent when info becomes available.